Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the therapy capacitor is defective. There was reportedly no patient involvement. The remote service engineer evaluated the device remotely. The customer was provided with a service quote for repair. The customer did not indicate accepting the service quote, therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy capacitor is defective. There was no patient involvement.